Event description:
It was reported that while using the ilet, the user experienced hyperglycemia associated with work-related stress, with a peak blood glucose of 300 mg/dl and levels above 180 mg/dl for approximately 8¿10 hours; the device alerted for readings above 300 mg/dl for over 90 minutes, and no backup therapy or ketone testing was used. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention or assistance and no hospitalization. Investigation included complaint intake review and user education and troubleshooting regarding high glucose management. Investigation of this case revealed no device malfunction reported and no component failure identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.